Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-12-20. The safety system boards was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However with reference to the hl20 risk assessment the most probable root cause is wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Due to the age of the device and this component safety system boards age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-03-26 for the period of 2014-02-11 to 2023-10-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-02-11. Based on the results the reported failure "error message safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
UDI related data quality updates only. This follow-up emdr is submitted to provide a statement regarding the lack of UDI number for the device related to this event. No UDI number has been included in the section d4 unique device identifier (UDI) since the hl 20 machine has been manufactured in 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. The investigation results have not been changed since the last emdr (mfg report number).

Event description:
It was reported that the hl20 displayed the error message: "safety-s" during routine check which results in an unintended pump stop. No patient was involved. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error message: "safety-s" during routine check which results in an unintended pump stop. No patient was involved. A getinge field service technician will be sent onsite for an investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.